Event description:
While trying to activate the safety shield the phlebotomist had difficulty to engage the shield. A small portion of the needle was still exposed. Inadvertently, the phlebotomist scrapped the needle on a finger and therefore was exposed to a hepatitis c positive pt. Follow up testing was performed. Phlebotomist has the hp. Vaccine. User error may have contributed to the event. Account will be in-serviced on the proper technique to activate the safety sheild.